Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as a portion of the threaded tip of the instrument was found to be broken and not returned. A definitive root cause was unable to be determined with the provided information; however, the failure is consistent with the application of excessive force, off-axis loading, or over-threading. The matrix holding sleeve is a component of the matrix deformity basic instrument set, which is utilized for posterior pedicle screw, hook, and rod fixation. The holding sleeve is specifically utilized for insertion of polyaxial screws, per technique guide. The relevant drawings for the sleeve were reviewed during the evaluation. A design change order was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in december, 2011, which was after these changes were applied. A review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The threaded tip of the returned instrument was measured and compared to the dimensions noted in the drawing. The tip length is dimensioned at 5.63 +/-0.05mm and the returned tip was measured ranging from 3.9mm-4.8mm. Therefore, the broken portion is approximately 4.5mm x 5.5mm (tip diameter). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing date: december 16, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports the following event: it was reported that the matrix t-handle with ratchet screwdriver would not insert the matrix polyaxial screw properly during a surgical procedure on (B)(6) 2015. The surgeon then tapped the bone and attempted to insert the screw again. This attempt was also unsuccessful. The surgeon then changed the screwdriver and was able to successfully insert the screw to complete the procedure. Upon inspection of the screwdriver sleeve after the procedure, the end threads appeared to be loose and subsequently broke. There was no reported delay to the surgery and no reported harm to the patient. This report is 1 of 1 for (B)(4).